Event description:
As reported from the (B)(4) study, a patient experienced failure to cross following the index procedure; periprocedural myocardial infarction post index procedure based on the received adjudication minutes; and stable angina at 6-month follow-up visit. The patient had a previous history of pci in the mrca in (B)(6) 2009. It was unknown what stents were implanted. At the time of index procedure, the angiography revealed 70% stenosis in the proximal left anterior descending. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. As per the crf, a 2.5 x 18mm cypher rx was deployed in the lesion at 16atm by direct stenting, but it was reported that the stent was failed to cross in first two attempts. Consequently the lesion was pre-dilated with two 2.5 x 15mm firestar balloons at 16atm. And finally the same 2.5 x 18mm cypher rx was implanted successfully at third attempt. It was reported that there was no stent implanted previously in the plad. The event of failure to cross has been captured as a complaint in the cordis database. At the time of screening, the patient's cardiac enzymes were normal in range, but the troponin I was 0.122 (0.039 ul) at 6-12 hours post index procedure; and 0.182 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported that the ecgs were not interpretable due to an inadequate tracing quality, severe artifact, and poor quality reproduction. As per the site, there was no periprocedural mi per pi, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. The patient had a stable angina at 6-month follow-up visit. It was conducted through telephone so no angiography conducted to check the stent patency. There were no procedural complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, beta blocking agents, plavix, heparin, hmg coa reductase inhibitors, lisinopril, metoprolol, and simvastatin. Complaint conclusion: as reported from the (B)(4) study, a patient experienced failure to cross and periprocedural myocardial infarction during the index procedure based on the received adjudication minutes; and stable angina at 6-month follow-up visit. This is a (B)(6) female patient with medical history including angina, positive functional study for ischemia, most recent pci (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, hypertension, diabetes mellitus type ii, history of smoking greater than 30 days. It was unknown what stents were implanted. At the time of index procedure, the angiography revealed 70% stenosis in the proximal left anterior descending. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. As per the crf, a 2.5 x 18mm cypher rx was deployed in the lesion at 16atm by direct stenting, but it was reported that the stent was failed to cross in first two attempts. Consequently the lesion was pre-dilated with two 2.5 x 15mm firestar balloons at 16atm. And finally the same 2.5 x 18mm cypher rx was implanted successfully at third attempt. It was reported that there was no stent implanted previously in the plad. The event of failure to cross has been captured as a complaint in the cordis database. At the time of screening, the patient's cardiac enzymes were normal in range, but the troponin I was 0.122 (0.039 ul) at 6-12 hours post index procedure; and 0.182 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported that the ecgs were not interpretable due to an inadequate tracing quality, severe artifact, and poor quality reproduction. As per the site, there was no periprocedural mi per pi, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received cec adjudication minutes. There were no procedural complications and the patient was discharged the following day on dual anti-platelet therapy. The patient had a stable angina at 6-month follow-up visit. It was conducted through telephone so no angiography conducted to check the stent patency. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15263956 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.